Manufacturer narrative:
The devices sc-8336-50 (serial number (B)(6)) and sc-1160 (serial number (B)(6)) were not returned for analysis; therefore, a technical evaluation could not be performed. A review of the device history record (DHR) confirmed that both devices met specifications prior to shipment. No manufacturing deviations were identified that could have contributed to the reported event. Record review revealed no additional information related to the complaint. Based on a thorough assessment of the reported issue, boston scientific has assigned the investigation conclusion code of cause not established. Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system was replaced for an unspecified reason. The location of the implantable pulse generator (ipg) and lead is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that the spinal cord stimulation (scs) system was replaced for an unspecified reason. The location of the implantable pulse generator (ipg) and lead is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7070624 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4).